Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-oct-2019 with the following findings: during investigation, the pump was returned with a dim screen and battery compartment crack. The pump history and black box for 2019 show no evidence of delivery malfunctions.the pump passed all required testing for delivery accuracy. The complaint regarding inaccurate delivery was reported on (B)(6)2017, according to the pump history the pump was in use for deliveries until (B)(6)/2019. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.